Event description:
It was reported that the green cover (pull ring) on the patient line of the amia automated pd cycler set ¿was not on the patient line." The cap was disconnected in the packaging. This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.